Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the arm assembly clean. Fse found tip clamp mount on position #12 worn and replaced. Also replaced spring and plunger clamp on position #12. Fse ran splld checking procedure and positions #7, 9 and 10 failed. Fse replaced plunger clamps and ran splld checking procedure and customer software without further errors. The instrument was tested without further problem and was returned to expected operation.